Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. No further info is available at this time, although it has been requested. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that pt returned to surgeon on (B) (6) 2009 with the story that his squeaking is increasing and embarrassing. No pain.